Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient ¿does not even know if this thing works anymore , it never even worked like she hoped it would do¿. The patient was redirected to their healthcare professional (hcp) to discuss removal. There were no further complications reported or anticipated.